Event description:
It was reported that on (B)(6) 2012, post-op, subcutaneous swelling of cerebrospinal fluid was observed. This tumefaction was observed during a follow-up post-operative visit on (B)(6) 2012. One month later, it wasn't resorbed. On (B)(6) 2013, the patient reported symptoms of lower back pain. The patient was hospitalized from (B)(6) 2013. On (B)(6) 2013, the patient underwent meningocele excision and muscle plasty with biological glue and surgicel. Study procedure relatedness: related concomitant medicinal products: -levothyrox for thyroid disorder -sectral for hta -deroxat for anxiety prevention patient alleges injuries are due to use of rhbmp-2.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.